Manufacturer narrative:
Concomitant medical products: product ID neu_ascenda_cath lot# serial# unknown. Product type: catheter. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving bupivacaine (unknown concentration at 0.5192 mg/day) and fentanyl (unknown concentration at 103.85 mcg/day) via implantable infusion pump. It was reported that "around august or september of this year" it was determined that their catheter had a kink. The patient noted that a catheter revision was done on (B)(6) 2021 and they also moved the pump; however, stated that they were unsure what was exactly what was done.